Event description:
It was reported the patient's blood glucose rose to 435 mg/dl. The pod was worn on the patient's arm for between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the cannula assembly found fluid unable to flow through the complete fluid path due to a tear on the exposed portion of the soft cannula. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.